Event description:
It was reported that during a hernia repair procedure, the jaws of the scalpel had to be opened off the tissue when firing the device to make it work. A ligasure device was then used to complete the procedure. No patient injury was reported and the patient was reported to be in satisfactory condition following the procedure.

Manufacturer narrative:
The complaint device passed visual examination and function testing. The device activated continuously and without any skips, hesitation, or intermittence. The device also successfully grasped and cut a test medium using both the min and max modes. The device fired and cut with the jaws closed. Since the complaint of the device not activating when the jaws were closed could not be duplicated, a root cause could not be determined. Due to the infrequency of this type of event, no trend analysis is available.